Manufacturer narrative:
Carvajal, g., dupoiron, d., seegers, v., lebrec, n., boré, f., dubois, p., leblanc, d., delorme, t., and jubier-hamon, s. Intrathecal drug delivery systems for refractory pancreatic cancer pain: observational follow-up study over an 11-year period in a comprehensive cancer center. Anesthesia-analgesia. (2018) doi: 10.1213/ane.0000000000002903. Date of event: please note that this date is based off of the date that the article was accepted for publication, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: 93 pancreatic cancer patients received intrathecal drug delivery and were followed via day-hospital visits and telephone calls at least monthly until death. Pain scores were compared. Reported event: 1.1% (one case) of pulmonary embolism occurred during the first month. This complication was considered lethal.